Event description:
Pt had no complaints pre-dialysis, bp 140/70, temp 97.7, p96 and 3.5 kg weight gain. Dialysis was initiated without any difficulty at 400 bfr/800 dfr, vp/160, tmp 80 ufr with goal set for 3850 fluid removal. Approx two hrs into the treatment the venous pressure increased to 400. The venous line was changed. No problems with venous needle were apparent and the dialyzer was clear. Within 15 mins the venous pressure increased and the blood in the line appeared very dark. The venous line was changed again, however the venous pressure increased and blood again looked very dark. The dialysis treatment was terminated 30 mins early. The uf amount was less than 3000cc on the machine at the time the treatment was terminated. When the pt was weighed he had lost 6.4 kg. The pt's blood pressure was 110/70 sitting, 100/64 standing and he was discharged from the unit ambulatory with no symptoms. The physician was notified and the machine was removed from use. The uf pump on the machine was found to be out of calibration greater than 20%. The uf pump was recalibrated and the uf central board was replaced however the machine was not functioning properly and was not used until it could be evaluated further. Device age 2817 hrs.